Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl and was "unconscious". Low bg cause was not known. Customer's spouse called ems (emergency medical services) and customer was taken to the emergency room. Customer was treated with intravenous saline and was discharged the same day with no permanent damage. The customer continued to use the pump for insulin therapy.